Event description:
It was reported that the patient had an artificial urinary sphincter (aus) device implanted. The aus system worked well until a few weeks prior to the removal when patient began leaking again. The device was explanted and a small hole was discovered in the cuff. A new aus system with a 5.5 cm cuff was implanted. Additional information received indicated the patient outcome was uncomplicated. The explanted components were original implanted in (B)(6) 2017.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) device implanted. The aus system worked well until a few weeks prior to the removal when patient began leaking again. The device was explanted and a small hole was discovered in the cuff. A new aus system with a 5.5 cm cuff was implanted.